Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that they received frozen display on the insulin pump. The customer¿s blood glucose level was unknown at the time of incident. The customer also reported that the buttons are not responding. Customer reports they were unable to clear the alarm. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Unit had intermittent esc and act buttons response due to corroded keypad traces. However, device passed operating currents, self-test, unexpected restart error test and displacement test. No unexpected battery out limit during testing.